Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt presented with a wound dehiscence two days following a cholecystectomy. The pt was returned to surgery for repair.